Event description:
Fiber laser wire broke into two pieces during use. The break occurred outside of the ureteroscope about midway from the laser machine to the scope. The laser wire was not bent or kinked before or during the procedure.